Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available history showed dates from (B)(6) 2014-(B)(6) 2015. Multiple reboots were observed; some were unexplainable and others were due to an unacknowledged alarm. A visual inspection of the pump showed that the battery compartment was intact. No battery cap was returned with the pump; a test cap was used and was able to fully tighten on to the pump. The pump was then exercised for 24 hours with no power issues. The current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored.